Event description:
The patient reportedly had a chronic inflammation. The patient's device was explanted. The patient continues to be monitored by the center. Advanced bionics is in process of gathering more information and will submit a follow-up report.